Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in september 2010 and performed to specification, alongside random manual power ons, up to the last log entry on the 24th may 2016. An increase in voltage suggests a further pad-pak was installed. The pad-pak was removed for approximately one month during this time. An in range patient impedance on one occasion and no shock was advised. No fault was found with the returned device. Investigation was unable to replicate or find conclusive evidence of the reported fault. The device performed to specification throughout the history log and during testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.